Manufacturer narrative:
Submit date: 01/20/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer stated that the catheter flow was not sufficient. The catheter was inserted on the (B)(6) 2016. The first hemodialysis was performed on the same day, in the evening for 1 hour but it was noticed that blood flow was insufficient and had to be stopped. They again tried the next morning on (B)(6) 2016, but the blood flow from the arterial line was not enough. They had to put a fresh double lumen catheter in the patient to do the hemodialysis. The event occurred during dialysis, the patient was involved but there was no injury reported. The condition of the patient is stable.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was review and no failures related to the reported condition were identified. No nonconformance reports (ncrs) for this issue and the reported lot number were found during the device history record (DHR) review. The product sample was returned to the manufacturing site for evaluation; it consisted of one mahurkar curved extensions, dual lumen catheter, which was received with the original label of the product. The original label shows remains of blood, however the catheter did not presented signs of use. In order to confirm the reported condition, a guide wire from the lab stock was passed through both extensions. As a result the guide wire passed easily through the arterial lumen, however the guide wire did not pass through the hub in the venous lumen. The catheter was cut and it was observed that the hub was obstructed and the orifice looks like it is smaller. A kind of resin was observed in the venous channel of the hub. An ishikawa diagram was used to determine the potential causes for this event. The reported condition has been confirmed. The evidence provided is enough to relate this event to the manufacturing operations, during sample evaluation the venous channel of the hub was found occluded due to an excess of solvent. Based on previous analysis it can be concluded that the most possible root cause for the hub occlusion is related to manufacturing operations activities. This complaint is considered a reportable manufacturing related event. A corrective and preventative action (CAPA) was opened. No further actions are required. No complaint triggers or trends were identified; therefore no further corrective or preventive actions were required. It must be noted that in-process controls such as visual inspection according to procedure, pressure tests, personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.